Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this lot number and the lot met all release criteria. A device history record review is not required. Investigation summary: one device was returned for evaluation. The device was noted to be returned loaded inside an unknown sheath. The balloon portion was noted to be prolapsed at the distal end of the balloon and the sheath was noted be cracked. Therefore, the investigation is confirmed for the reported difficult to remove, as the device was returned stuck inside of an unknown sheath. However, the definitive root cause for the reported difficult to remove could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, pta balloon was allegedly difficult to remove. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2023).

Event description:
It was reported that during the procedure, the pta balloon allegedly difficult to remove. There was no reported patient injury.